Event description:
The pt was bitten by an animal and went to the doctor. At the doctors office he tested blood glucose and was 344 mg/dl. The pt also tested blood on suspect device and was 84 mg/dl. The customer was transported to the hospital and was given insulin. She is not an insulin user. After the incident she was also prescribed microase and glucophage dosage was increased.